Event description:
It was reported that the lift bars were damaged and the bed may have been stuck elevated. Upon evaluation, it was found that the bed was stuck in its low, flat position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lift bars were damaged and the bed may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as evaluation found the unit was stuck at its low, flat height, which is the preferred position for medical intervention if it should be required. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Manufacturer narrative:
Conclusion: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.